Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9733467, serial/lot #: version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system would turn on but would not navigate. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, and it was reported that no additional details had been provided by the healthcare professional. At first check the system was functioning perfectly. At a second test done by the technician, a slow/sometimes not working communication between axiem and fusion was reported. It was also noted that they did passed registration.